Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported that an employee "hit the lid with his hand and it cracked." Per the user facility, the employee was trained on how to properly use the device.

Event description:
The user facility reported to olympus that their oer-pro, endoscope reprocessor lid observed to have a "crack." There was no patient injury or harm associated with the reported problem and no user harm or injury was reported. The user facility taped the lid. The user facility's biomedical technician checked the lid to observe if any pieces of the lid were missing and no missing pieces were noted. No pieces of the lid or tape were observed to have fallen into the machine.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR for the product was reviewed and verified manufactured in accordance with specifications. The legal manufacturer confirmed that the likely cause was due to user mishandling; a crack occurred due to the impact by the user.